Event description:
Caller reported that t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The pump began charging after using tandem wall adapter and tandem charging cable, and no further assistance was required.